Manufacturer narrative:
Manufacturer's investigation conclusions: the report of superficial driveline damage could not be confirmed as no product was returned for evaluation and no images of the driveline were submitted for review. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii lvas IFU contains sections entitled ¿unique treatment options¿ and "caring for the driveline" that outline indications of driveline damage as well as how to respond to such events. No further information was provided. The patient remains ongoing on the device. The manufacturer is closing the file on this event.

Event description:
It was reported that the outer layer of the percutaneous lead was damaged and repair was required. There were no alarms reported.